Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: some activities, such as hiking, skiing or snowboarding, could expose your pump to extreme altitudes. The pump has been tested at altitudes up to 10,000 feet (3,048 meters) at standard operating temperatures.

Event description:
It was reported that an altitude alarm occurred while the customer was outside of the labeled operating altitude range, causing the customer to experience an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.